Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with diagnostic code 5000 (occlusion: safety valve open alarm). Patient nformation and involvement was not available at the time of reporting.